Manufacturer narrative:
Additional information received from the local field representative indicated that the patient was seen by their physician two days after the reported issue. No other information regarding the visit was provided. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced two syncopal episodes. The patient was referred to their physician.